Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set ckt. After 5 minutes of treatment, an external blood leak was observed at the level of the blood header. The blood loss was estimated to less than 50 ml. The treatment was terminated without restitution of the extracorporeal blood circuit. The treatment was immediately restarted and no further issues reported. No additional information is available.